Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but alarm recurred, so customer switched to multiple daily injections as backup insulin therapy while technical support arranged replacement pump.